Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that the patient returned for postop evaluation one day after cataract surgery with intraocular lens implantation in the left eye. The patient stated that her vision was "very poor", but that it seems to be fairly stable. Exam notes indicated 3+ stromal edema and 4+ cells with fibrin in the anterior chamber. The patient was treated with corticosteroid drops and her issue was further reported to be resolved.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that viscoelastic product was used during surgery. During the post-op examination, the patient presented with toxic anterior segment syndrome (tass).